Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection revealed a damaged central processing unit board. The cause of the condition was not determined. To correct the condition, the central processing unit printed circuit board assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. There was no patient involvement. No additional information is available.